Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home 1900 n highway 201 mountain home, ar 72653 united states baxter healthcare - dominican republic carretera sanchez km 18.5, parque industrial itabo, piisa haina, san cristobal 91000 dominican republic an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between a line of the homechoice cassette and the solution bag, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell four of five of peritoneal dialysis (pd) therapy. During troubleshooting, there was a disconnection between a line of a homechoice cassette and the solution bag that led to this alarm; air went into the cassette. All the connections were properly tightened before therapy started. Renal therapy services (rts) assisted the hp to remove the supplies and advised to contact the pd registered nurse regarding the missed therapy. Rts reviewed proper procedures per the user manual with the hp. There was no report of patient injury or medical intervention associated with this event. No additional information is available.